Event description:
It was observed during the device evaluation that the colonovideoscope had foreign material in the air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that improper reprocessing of the device led to the malfunction. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h4 manufacturing date: 3/2/2023 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.